Manufacturer narrative:
H.6. Investigation: the actual product was returned, and photo representation was provided. A review of the DHR showed there were no issues reported like incorrect lids during the manufacturing process. A review of the nonconformance material reports was performed and the result showed there were no issues reported for the same part number throughout the last twelve months. According to the evidence provided, the issue seems to be related to an incorrect subassembly (box of lids) supplied, which is a manufacturing issue. In conclusion, during the ongoing investigation of this complaint, the same failure mode occurred in the manufacturing process and the number of occurrences required a risk assessment and as a result a CAPA record was opened to implement corrective action(s) to avoid or decrease any recurrences for this issue (incorrect lid). H3 other text : see section h.10

Event description:
It was reported that the lids received with the bd¿ pearl side entry patient room collectors were the wrong size, and noticed before use. The customer reported 20 occurrences of this event. The following information was provided by the initial reporter: "wrong lids"

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lids received with the bd¿ pearl side entry patient room collectors were the wrong size, and noticed before use. The customer reported 20 occurrences of this event. The following information was provided by the initial reporter: "wrong lids."